Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient had a potential spinous process fracture. The physician stated the potential spinous fracture was not thought to be related to the superion indirect decompression spacer, but it is unknown if it is related to the implant procedure. No further information has been obtained despite good-faith efforts as the physician would not provide any additional details.